Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during a surgery the software appeared to be stuck in a loop that occurred at approximately just after pressing start to connect to the controller. When the pedal was not depressed the screen showed that the pedal was depressed and was moving, even though the robot was not moving. When the pedal was pressed, it showed the same and the robot arm did not move. The computer was restarted and the surgery was able to proceed.

Manufacturer narrative:
It was reported that the software was stuck in a loop. When the pedal was not depressed the screen showed that the pedal was depressed and was moving, even though the robot was not moving. When the pedal was pressed, it showed the same and the robot arm did not move. The technical investigation confirmed that when the user decided to clear the arm, a generic error message appeared on the screen, it is not possible to determine why the cooperative mode could not be started. Thereafter, the user could not shut down the device because the robot arm was still considered as moving whereas the vigilance device was released. No more evidence are provided to determine the root cause of this confusion. Furthermore, according to the complaint description, the user had encountered an issue with the vigilance device, it considered as released whereas it was pressed. According to the analysis of log files no specific error were recorded then, this issue was probably provoked by a vigilance device breakdown. The device history record review and complaint history review did not identify contributing factors. Based on the technical analysis performed it was recommended to check the state of the foot pedal and/or to change it. The DHR review indicated that a preventive maintenance was performed on (B)(6) 2018, which indicated that the device was conform and fully functional. Furthermore the complaint history review indicated that, up to one year following this event no complaint was received indicating an issue with the vigilance device foot pedal. A CAPA is ongoing for vigilance device failures with unknown root causes.

Event description:
It was reported that during a surgery the software appeared to be stuck in a loop that occurred at approximately just after pressing start to connect to the controller. When the pedal was not depressed the screen showed that the pedal was depressed and was moving, even though the robot was not moving. When the pedal was pressed, it showed the same and the robot arm did not move. The computer was restarted and the surgery was able to proceed.